Manufacturer narrative:
(B)(4).

Event description:
A consumer reported for the past month the device had been off but was shocking them out of nowhere and was so bad they would cry. The consumer called the manufacturer's representative (rep) who told them there was nothing they could do to see why the &#49413;vice was shocking the crud out of me. It hurts so bad. When it's on its worse, I just want to cut it out myself.